Manufacturer narrative:
The review of provided photos confirmed the reported event: black squares appears on the screen during test the graphical issue seems to be related to a known programmer bug (#(B)(4)): ECG/egm traces in real time tests are displayed with black strip or inconsistence. The root-cause is not clearly established. No general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.

Event description:
Q: wwqwqq: reportedly, the screen is frozen during an atrial pacing threshold test with a black sqaure on the atrial egm. Smartview version is 3.18.